Manufacturer narrative:
D4: unique identifier (UDI) #: as the serial # is unknown, the UDI will consist of the primary di number only. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syr under-infused a medication during patient infusion. The pump alarmed infusion complete, but more medication was in the bag than expected. There were no occlusion alarms during infusion. The registered nurse changed the program to basic and was able to complete the balance of infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.